Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 143 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Intermittent button response due to moisture damage noted on keypad traces. No button error alarms noted.